Event description:
Pt underwent removal of a brain tumor (frontal meningioma) on 07/12/1999 with the dura-guard patch for dura mater closure. She reported that the suture line on top of her forehead was oozing. On 09/15/1999 the site was re-opened and the bone plate looked fine. The dura-guard graft was adhered to the underlying tissues and the surface of the brain had a fibrinous look with a severe inflammatory response. There appeared to be subglial or bone-plate inflammation. The site was cultured and closed with the dura-guard patch in place. The culture grew out corynebacteria. The pt rec'd two weeks of antibiotics and is now in good condition.